Manufacturer narrative:
Result: damaged motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was broken and hanging. No pt involvement or adverse consequences were reported.